Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The complaint could not be confirmed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 4076 lead, implanted: (B)(6) 2013; 4296 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device showed a programmed output lower than the left ventricular (lv) lead threshold test. The physician was concerned about the capture management algorithm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.